Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level, value not provided. Reportedly an occlusion alarm occurred. Customer attempted to self treat bg with a bolus and manual injection; however, was treated with intravenous fluids of saline and insulin in the hospital. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.